Event description:
It was reported that during generator change, externalized conductors were observed on fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. Based on the review of images provided to st. Jude medical, the conductors do not appear to be externalized. A successfully induction was performed and the lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.